Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient right ventricular (rv) lead exhibited over-sensed noise resulting in pacing inhibition. The noise episodes occurred while patient was asleep at night but was unable to be reproduced noise in the clinic. The clinic will continue to monitor the patient. No intervention was performed and the patient was in stable condition.